Event description:
A surgeon reported a pt with residual cylinder following intraocular lens (iol) implant surgery. In the surgeon's opinion, the device did not cause/contribute to the event and that the pt's gas-permeable contact lenses were discontinued one month prior to the surgery. He also reported that postoperatively, the pt had an intraocular pressure spike of 40mmhg for 48 hours which was treated with medications. Add'l inf has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).